Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer surgical cable was having problems measuring artifacts on the atrial electrograms (egm) channel. The cable was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the analyzer cable was experiencing problems measuring artifacts; the cable passed all visual and functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.